Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that they had numerous air bubbles in their infusion set tubing. Customer declined further troubleshooting and resolved the issue. Customer's blood glucose level was 130 mg/dl at time of reporting. Nothing further reported.